Event description:
It was reported that insulin pump displayed a blank screen. It was also reported that insulin pump alarmed unexpected restart. However, the unexpected restart alarm did not show up in the alarm history. Customer's blood glucose reading was not included in the report. Significant event leading to the alarm was due to a battery change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).